Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates the physician believes the root cause of the observed high thresholds and high pace impedance measurements were due to lead position and patient condition (exit block). The high pace impedance measurements were reproduced during the procedure when the lead was tested through the pacing system analyzer (psa). The rv lead remains explanted and is in hospital possession. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high thresholds and high pace impedance measurements. Subsequently, the rv lead was explanted and replaced. The device remains in service. No additional adverse patient effects were reported.